Manufacturer narrative:
H3: the pipeline flex and marksman catheter were returned for analysis. The distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube was found to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened and frayed, while the proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined with no damages found. However, the catheter body was found to be accordioned from 7.6 cm to 15.2 cm from the distal tip. No other anomalies were observed. Both the total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and found to be patent. It was also tested using an in-house 0.026¿ mandrel through the catheter hub without any issue; however, resistance was noted at the damaged locations. Based on the returned devices, the customer complaint was confirmed, as the braid's distal end was not opened and were frayed. The cause of failure to open could not be determined. Possible causes for the failure to open could include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer indicated that the pipeline flex braid was not positioned in the vessel bend, which rules this factor out as a potential cause. It is possible that the severe vessel tortuosity and a damaged braid may have contributed to the failure to open. Braid damage can result from resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, both the pipeline flex and the catheter were found to be damaged. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that a high force was likely used. This damage may have resulted from the customer's attempts to advance or retrieve the pipeline flex through the catheter against resistance. However, the cause of the resistance could not be determined. Possible resistance causes include severe vessel tortuosity and/or the lack of the continuous flush with heparinized saline during delivery. However, the customer indicated that continuous flush was used, which rules this out as a potential cause. In the event, the severe vessel tortuosity may have contributed to the resistance during delivery or retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228511142); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a dense mesh stent surgery involving the marksman catheter and pipeline embolization device, the tip of the stent could not be opened smoothly. After retrieval, the stent still could not be opened normally. Additionally, the tip of the microcatheter was deformed, and the stent was stuck at the tip of the microcatheter. The procedure involved placing the microcatheter fa-55150-1030 at the distal end of m2 and sending the pipeline embolization device-450-18 into the microcatheter, reaching the horizontal section of m1. Due to these issues, the microcatheter and stent were withdrawn from the body for observation. Considering the surgical risks, a new microcatheter and stent were used for reoperation. The surgery was successfully completed, and the patient had no adverse reactions.

Event description:
Additional information received reported lesion characteristics (location, size, type, side, dimension, etc.): c6 lateral wall aneurysm. The patient¿s vessel tortuosity was severe. The patient was in good condition. The cause of the pipeline failure to open/marksman damage was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire observed. The pipeline had not been placed in a vessel bend when it failed to open; m1 horizontal segment. Additional steps or other devices attempted to open the pipeline; push, pull, withdraw.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.